Event description:
Technologist started an IV in the patient's left antecubital area and attached to an extension set for ease of injection. The set was then flushed with 10 ml of normal saline. Following the successful flush, the injection of the nuclear isotope was begun, during which a cracking sound was heard. Blood was noted to start backing up through the IV abbocath into the extension set and 3 drops of the isotope solution fell on the patient's skin before the tubing could be clamped off. Immediately the tubing was clamped off, the patient's skin was cleaned and the extension tubing was noted to be leaking under the needleless port. The IV was discontinued and all nuclear contaminated substances were disposed of into lead lined sharps disposal container. Manufacturer response for IV catheter extension tubing set, baxter interlink system non-dehp IV catheter extension set (per site reporter): sales rep informed of issue, lot number and circumstances involved as well as another occurrence that happened with same lot# but different type of situation 2 days prior. He will be contacting his quality department immediately to look into this lot.